Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead replacement was attempted during pulse generator change. Due to stylet unable to insert, different lead was used. There were no adverse consequences to the patient before and after the procedure.